Manufacturer narrative:
(B)(4). This customer reported that while pacing a pt they got "leads off" messages. They switched to a different defibrillator to deliver pacing. There was negative pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported that while pacing a pt they got "leads off" messages. They switched to a different defibrillator to deliver pacing. There was negative pt impact.